Event description:
Patient was scheduled for bravo capsule placement. On the first attempt the capsule attached to the esophagus but failed to release from the catheter chamber. A second attempt was made with a different device and that attempt was successful.